Event description:
Customer reported a leak from the pump segment during an infusion of an antibiotic. The antibiotic was hung as a secondary and the infusion was started. The user reported the device alarmed and when the door was opened, fluid leaked from the middle of the pump segment. There was no patient harm reported and no medical intervention was required. No additional event or patient information provided by the user.

Manufacturer narrative:
Manufacturer¿s report date: (B)(4) 2012. (B)(4). The customer stated the set has been discarded and is not available for evaluation.